Event description:
It was reported the device has a broken pin in the atrial output connector. The device also has missing rings, bails, and their covers. The device will be repaired by the biomed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.